Event description:
Healthcare provider reported right side leak", "stabbing pain" and "felt breast volume deflate down". The device was explanted and replaced.

Event description:
Healthcare professional reported right side "leak", "stabbing pain" and "felt breast volume deflate down." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: * deflation: observed an opening assessed as unidentified (tear) opening. * breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3; h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak", "felt breast volume deflate down"

Event description:
Healthcare provider reported right side "leak", "stabbing pain" and "felt breast volume deflate down". The device has been explanted.